Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency department at the hospital due to syncope/near syncope. There, an interrogation of the device was conducted. Information received on the remote transmission was reviewed by qualified personnel and it indicated that there was possible undersensed ventricular beat on the stored egm (electrogram) for the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.